Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover, slices near the fantail and along the lead, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the fantail and along the lead. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear implant. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly a poor performer and is experiencing lack of improvement with device use despite device testing results within normal limits. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.